Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12dec2019.

Event description:
The customer reported a ventilator with a touch screen calibration failure. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. There was no patient involvement or harm. The customer reported that the replacement of the touch screen assembly resolved this reported event.